Event description:
It was reported that during aneurysm treatment outside the patient's anatomy, the guidewire (subject device) encountered resistance at proximal of the catheter and the coating may have peeled off when the shape was applied. The physician replaced it with a new device and continued the procedure without any clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, flush was given inside the microcatheter when the guidewire was inserted, the guidewire tip was shaped 40 degrees, the introducer was used when inserting the guidewire, and resistance was felt in the proximal of the catheter. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to the reported 'guidewire difficult to advance' and 'guidewire ptfe coating peeling'.

Event description:
It was reported that during aneurysm treatment outside the patient's anatomy, the guidewire (subject device) encountered resistance at proximal of the catheter and the coating may have peeled off when the shape was applied. The physician replaced it with a new device and continued the procedure without any clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.